Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 5/07/2016 with the following findings: during testing, the battery compartment was cracked on the left side and below the grip pad. The investigation also found the display screen to be dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. There was no other physical damage found to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 5/07/2016.